Event description:
After dr performed a lap chole procedure, or nurse noticed that jaw was missing from clamp instrument. The dr searched for but could not find the broken piece. Later an x-ray confirmed the piece was still in pt. The dr shared the info with the pt who declined add'l surgery to retrieve piece. Procedure was completed and pt condition was good post-op.